Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-april-2024, it was reported that patient experienced issue with five infusion sets as they fell off during use. It was stated that events occurred on various dates 15-apr-2024, 30-apr-2024, 1-may-2024, 15-may-2024, and 01-jun-2024. The event occurred within 2 days after insertion. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR - (B)(4)- MDR . - device 3 of 5.